Manufacturer narrative:
This supplemental report was submitted to provide the results of the physical evaluation of the device and the results of the investigation. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The customer¿s reported problem ¿electrode loop was removed from the sterilized packaging, the loop at the electrode tip was found detached¿ was not aligned with the physical inspection results as the electrode loop was found detached / fallen off and there are signs of showing thermal impact to the electrode¿s loop as well as to the insulation tubing or forks. Based on the device evaluation, the reported damage is potentially attributed to incorrect handling and application of force. The fork tubes at the distal end of the electrode were bent. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Manufacturer narrative:
The referenced device has not been returned to olympus to date; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oj) was informed that when the customer single use, high-frequency resection electrode loop was removed from the sterilized packaging, the loop at the electrode tip was found detached. The transurethral resection in saline procedure was completed by switching out with another electrode from the same lot. No health hazard to the patient was reported.